Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed report, the abbott vascular returned goods lab received the 3.25x33 rx xience xpedition stent delivery system in the following condition: the stent implant was not mislocated on the balloon as reported. Additional information received indicated that the correct complaint device was received and that the site had not manipulated the stent back into position prior to returning the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed, however, the stent was not loose. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, a 3.25x33 rx xience xpedition stent delivery system (sds) was advanced toward a non-calcified, de novo lesion in the non-tortuous mid diagonal branch, but was unable to cross through a previously implanted unspecified stent. The sds was withdrawn without resistance and the stent was noted to be lifted (flared) and mangled; the site was unable to recall if the stent had shifted outside of the balloon markers. While the rx xience xpedition did not cause damage to the previously implanted stent, post-dilatation was performed on the proximal edge of the previously implanted stent to fully expand it, using an unspecified 3.0x15 balloon catheter. Then a similar sized xience xpedition was used to successfully complete the case. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.